Event description:
Per contact, during a colon biopsy, the patient's tissue was torn and the colon was perforated. Perforations were micro-perforations but had to be oversewn. The biopsies were in the cecum and the transverse. Patient was hospitalized and is home doing well at this time. It is unknown what lot number was used,